Event description:
While treating a pt with the model 3100a and during the weaning process, the operator could not adjust the oscillatory amplitude (delton-pressure) below 25 cm h20. The pt was placed on another ventilator without compromise.